Event description:
On (B)(6) 2024, senseonics was made aware of an incident where user complains of pain,redness and discomfort in the insertion area.

Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release.user reports pain and swelling at the insertion site, happening (B)(6) 2024. Hcp confirmed that small pain the user feels is do to healing process and was prescribed with ibuprofen. User is doing fine.